Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the infusion set tubing was confirmed but the cause is unknown. Two photographs of the powerloc max infusion set were returned for evaluation. The photographs were of the device during use; the infusion set had been dressed down and had been labeled with 3/14. A semi-circumferential split was seen in the tubing directly distal of the luer adaptor. Damage in this location is often associated with material fatigue; repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event. However, without microscopic examination of the physical sample, this cannot be confirmed as the root cause. It is unknown if additional unidentified factors contributed to the leak in the tubing. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the tubing is breaking where the line connects to the luer lock. Patient being treated for pre b-cell acute lymphoblastic leukemia (all) in remission. Patient has been here for almost a month and continues to have issues with his mediort tubing breaking between the end of the tubing that connects into the hub where the microclave attaches. When we reaccessed him today, we turned the needle so that the tubing exits over his shoulder in hopes to protect the line better, we put hypa fix on the line to secure it. Attempted to put gus gear on him but he refused to have it on at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaulation.

Event description:
It was reported the tubing is breaking where the line connects to the luer lock. Patient being treated for pre b-cell acute lymphoblastic leukemia (all) in remission. Patient has been here for almost a month and continues to have issues with his mediort tubing breaking between the end of the tubing that connects into the hub where the microclave attaches. When we reaccessed him today, we turned the needle so that the tubing exits over his shoulder in hopes to protect the line better, we put hypa fix on the line to secure it. Attempted to put gus gear on him but he refused to have it on at this time.